Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 4 MDR's filed for the same patient (reference 0001825034-2017-00622, 0001825034-2017-00623, 0001825034-2017-00624, 0001825034-2017-00625).

Event description:
Patient has been indicated for revision due to unknown reason. No revision has been reported to date.